Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included thyroid disorder. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: rashes on fingers") and pruritus ("intense itching"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and abdominal pain lower had resolved and the genital haemorrhage, vaginal haemorrhage, rash, pruritus, dysmenorrhoea, fatigue and constipation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, constipation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: essure procedure with no complications and she tolerated the procedure well. Sometime after the essure insertion, she began experiencing symptoms. Symptoms substantially resolved after the (B)(6) 2015 surgery. Current weight 148 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received event "abnormal bleeding (general), abnormal bleeding (vaginal), rashes or skin conditions type: rashes on fingers; intense itching, dysmenorrhea (cramping),fatigue, constipation, abdominal pain lower, she did not undergo essure confirmation test" were added. Outcome of event " abdominal pain lower" was updated as recovered. Patient and product information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("a metallic coil is seen in the myometrium") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included thyroid disorder, adhesiolysis, abdominal pain, ureterolysis procedure and cystoscopy. Concurrent conditions included ovarian cyst, dysfunctional uterine bleeding, uterine leiomyoma, genital herpes, hypothyroidism, endometrial ablation, constipation, candida albicans infection and vaginitis. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: rashes on fingers") and pruritus ("intense itching"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("a metallic coil is seen in the myometrium"), abdominal pain ("abdominal pain"), back pain ("back pain") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia and abdominal pain lower had resolved and the embedded device, genital haemorrhage, device expulsion, vaginal haemorrhage, rash, pruritus, dysmenorrhoea, fatigue and constipation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, constipation, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: essure procedure with no complications and she tolerated the procedure well. Sometime after the essure insertion, she began experiencing symptoms. Symptoms substantially resolved after the (B)(6) 2015 surgery. Current weight 148 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Pathology test - on (B)(6) 2013: a. Endometrium (biopsy): benign proliferative phase endometrium. No hyperplasia or malignancy identified. B. Endocervix (curettage) : benign end cervical mucosa with focal squamous metaplasia and mild chronic inflammation. No dysplasia is identified; on (B)(6) 2015: final diagnosis: uterus, cervix, bilateral fallopian tubes (total hysterectomy and bilateral salpingectomy cervix: - no significant pathology seen. Corpus: - weakly proliferative endometrium. - leiomyomata. Adenomyosis. Fallopian tubes: paratubal cyst. Most recent follow-up information incorporated above includes: on 5-feb-2019: mr received. Reporter information were added. Date of insertion were updated. Medical history and lab data were added. Event : a metallic coil is seen in the myometrium were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and menorrhagia ("heavy menses"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, back pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: essure procedure with no complications and she tolerated the procedure well. Sometime after the essure insertion, she began experiencing symptoms. Symptoms substantially resolved after the (B)(6) 2015 surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.